Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the device with product code 82-3072 with lot crhbjr, conformed to the specifications when released to stock in (B)(6) 2014. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
The patient is premature infant and (B)(6). The patient was diagnosed as obstructive hydrocephalus and anemia of prematurity before surgery. The patient accepted v-p shunt with bactiseal catheter on (B)(6) 2014. The procedure had been finished smoothly. The patient returned hospital due to hydrops of subcutaneous scalp. The surgeon treated with neurotrophic drugs and pressure dressing. The patient turned better. The patient was discharged on (B)(6) 2015. The catheter is still implanted. The surgeonae's opinion is that it must be related to products instead of surgery.